Manufacturer narrative:
It was reported that the tip of a 2mm drill broke off during fenestration and was retained in the patient's bone. The device was not returned to the manufacturer for evaluation. The 2mm drill bit long, 1405-2021 is provided to customers within a sterile kit (sk14) and marked single use. The UDI referenced is for the sterile kit, sk14, the product is distributed within. The device history record for the device was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause cannot be determined due to the device not being returned. However, it is likely the drill was subjected to bending stresses during fenestration of the bone which resulted in breakage of the tip. The case was completed successfully using a backup device with no other patient outcomes as a result of this event. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution, and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary, and appropriate.

Event description:
It was reported that the tip of a 2mm drill broke off during fenestration, and was retained in the patient's bone. A back-up device was available to successfully complete the case with no additional patient outcomes reported.